Event description:
It was reported the patient has not changed the ipg as recommended. As a result of the ipg can no longer communicate with her charger. A new charger was unable to communicate with the ipg. Surgical intervention may be taken at a later date to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.